Event description:
The transitional member is damaged (more specifically the teeth). Surgery was completed, however, there was a delay of 15 minute. The pt was under anesthesia during this time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.